Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The following was reported: "(B)(6) yom had left radial and ulnar shaft fractures after falling from a bicycle and had open reduction and internal fixation (B)(6) 2020. Immediate post-op x-ray showed a straight plate. At 2 week follow-up there was angulation at the radial fracture site. Patient taken to surgery for revision of fixation left radius and ulna and a short arm case applied. When removed during surgery, the plate was found to be bent through the central portion, no loosening of screws. All screws had great purchase." "Discharge instructions after first surgery: keep well-padded short arm cast clean and dry at all times. Elevate for a few days for swelling. Wear sling when out of bed. General pediatric discharge education includes no bicycle, skateboard, scooter, etc. For next 24 hours." "At two week check-up, patient doing well, no pain in the cast. Patient denies any falls, cast is somewhat loose. When cast removed there was clinical deformity of the apex dorsal. No signs of infection; incisions were fully healed. X-ray revealed a 10 degree angulation both of the plate and the bone." "No past medical history."

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the device was returned and matches the reported event: the plate is indeed bent at the level of the 3rd hole. Around this hole, multiple marks of some sharp instrument have been made. This could possibly be due to a bending of a plate using the plate benders. No marks can be noticed at the level of other holes. More detailed information about the complaint event such as x-rays and patient activity level must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The following was reported: "15 yom had left radial and ulnar shaft fractures after falling from a bicycle and had open reduction and internal fixation (B)(6) 2020. Immediate post-op x-ray showed a straight plate. At 2 week follow-up there was angulation at the radial fracture site. Patient taken to surgery for revision of fixation left radius and ulna and a short arm case applied. When removed during surgery, the plate was found to be bent through the central portion, no loosening of screws. All screws had great purchase." "Discharge instructions after first surgery: keep well-padded short arm cast clean and dry at all times. Elevate for a few days for swelling. Wear sling when out of bed. General pediatric discharge education includes no bicycle, skateboard, scooter, etc. For next 24 hours." "At two week check-up, patient doing well, no pain in the cast. Patient denies any falls, cast is somewhat loose. When cast removed there was clinical deformity of the apex dorsal. No signs of infection; incisions were fully healed. X-ray revealed a 10 degree angulation both of the plate and the bone." "No past medical history."